Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a speaker malfunction error. It was later determined that no sound was coming from the speaker assembly. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. It was originally reported that the complaint device was in clinical use at the time that this issue was discovered, however, a response was provided to an additional information request which indicated that the complaint device was being used for a service training at the time of the event and that no patient was being monitored at the time the failure was noted. Replacement parts were ordered and shipped to the customer site.